Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer stated that she went into a coma at home. The customer stated that her blood glucose readings dropped very fast. The customer was in a seizure about 4 months ago. The customer's blood glucose reading is better now with shots. The doctor advised the customer to stay away from driving because she is brittle diabetic.